Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterior fusion at c7-s1 using rhbmp-2/acs within multiple disc spaces. On (B)(6) 2010, the patient was diagnosed with bone resorption, bone growth, erectile dysfunction, and other injuries. The patient has required extensive medical treatment. The patient has daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2010: patient presented with preoperative diagnosis of t10 burst fracture, prior t10 through s1 pelvic fusion, partial spinal cord injury and underwent t9,t10,t11 laminectomy, correction of kyphotic fracture,t10, t7 through t10 posterolateral fusion and pedicle screw instrumentation, removal of hardware. Implants used: pedicle screw instrumentation, rhbmp-2, 10 ml and local bone graft, along with crosslink and side-to-side connector. Per operative notes: ¿..a rasp was used to prepare the endplates. Following this, at l5-s1 the local bone from the laminectomy was placed through a bone mill and through a bone funnel this was packed onto the contralateral side of the disk space along with half of a small bmp sponge, in combination with allograft and putty also. An expandable wave cage was placed 11 mm in height, that expanded to 13 mm at the anterior aspect for 12 degrees lordosis. The cage was then packed with allograft. At the l4-5 interspace, a similar discectomy decompression was performed. At this level, an epod case was used. The contralateral side of the disk space was also a combination of local bone graft-and half of a small bmp sponge. The cage was packed with bone graft. At l3-4 on the right, which was the opposite concavity, a facetectomy was performed decompressing the lateral thecal sac and exiting nerve root at l3-4. After the facetectomy was performed, disk space was entered with disk space shavers, retracting the nerve roots with the appropriate nerv e root retractors. Various angled disk space shavers, kerrisons and curettes were used in order to complete a full discectomy. Contralateral side of the disk space was packed with combination of local bone graft bone graft and a small rhbmp-2 half of a sponge. The cage was packed with bone graft."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.